Event description:
It was reported that there was atrial lead noise which triggered automode switch (ams) episodes. During the generator change procedure, other leads connected well to the device and exhibited good parameters. The atrial lead could not be located after it was connected to the device, which was suspected to have been caused due to bad connection in the header. The lead was re-inserted and re-tightened with the hex wrench. Still, no electrocardiogram (egm) deflections could be seen on the atrial channel and no atrial sensing was observed either. The lead was tested using a patient system analyzer (psa), which showed no signal, there was no capture and the observed impedance was low. The physician then observed the proximal portion of the lead and discovered a small area of the insulation from the end of the lead had worn away. Suture sleeve and medical adhesive was used around that section to repair the lead and was successful. No noise was observed on the lead during the rest of the case, and all numbers remained stable. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the patient presented in clinic for generator change. During procedure, it was found that the atrial lead exhibited no evidence of attempted insulation repair from the last procedure. The atrial lead was then repaired during procedure on (B)(6) 2023. Prior to pocket closure of the same procedure, the atrial lead re-exhibited decreased pacing impedance and no sensing. Venography was performed post-procedure and revealed re-opening of the repaired insulation on the atrial lead. No further intervention was performed. Patient condition was stable, and the patient would continue to be monitored.